Event description:
A caller reported a cartridge alarm 20 that occurred, but it did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact on the customer's blood glucose level. The customer changed the cartridge, yet the alarm reoccurred, and pump was replaced.